Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause was documented as not being able to duplicate the issue; did not observe any oil leaking.

Event description:
The dealer states that the pump is leaking oil and that it is losing pressure.